Manufacturer narrative:
Identifying information of the part, such as the lot number of the device was not reported to paragon 28. Devices are not expected to be returned for the manufacturer review/investigation. The device history record was reviewed and met all material specifications with no deviation identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a charcot surgical procedure on (B)(6) 2018 that utilized paragon 28 gorilla screw system. The lcf screw was reported broken and the beaming screw bent at 6 months post-operatively. It was reported that the initial correction had a good declination angle. A revision surgery was not scheduled and patient information was not provided. This report focuses on the broken lcf screw.